Event description:
Revision surgery - due to a failed rotator cuff the surgeon explanted all of the original implants and implanted a reverse shoulder.

Manufacturer narrative:
The reason for this revision surgery was a result of the patient's failed rotator cuff, shoulder tissue, after 4 years in vivo. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records (DHR's) showed (B)(4) non-conforming material report (ncmr) associated with this product. Ncmr (B)(4) showed (B)(4) part returned to the vendor due to an oversized feature. A review of the DHR inspection sheets for this product reveals no discrepancies or deviations in the manufacture of this product. A review of the product complaint report history showed this is the (B)(4) complaint against this lot number. The root cause for the rotator cuff failure was not reported. No other conditions relating to this event could be determined with confidence. There are no indications of a product or process issue affecting implant safety or effectiveness.